Manufacturer narrative:
The reagent lot number is 79516802 with an expiration date of 30-sep-2025. The investigation noted the measuring cells and gear pump head were overdue for replacement. The investigation determined that based on the provided data, the event was due to an overdue measuring cell and gear pump head replacement.

Event description:
The initial reporter received a questionable troponin t hs elecsys result from one patient sample tested on cobas e 801 analytical unit. The initial result of the initial patient sample was 86.9 ng/l. The result of the patient sample collected after 2 hours was 33.7 ng/l. The repeat result of the initial patient sample was 35.2 ng/l. The reporter also received an abnormal measuring cell condition alarm.